Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage/ pregnancy (termination)"), pregnancy with contraceptive device ("miscarriage/ pregnancy (termination)") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida and parity 5. Concurrent conditions included uterine fibroids, anemia, uterine leiomyoma, adenomyosis uteri and endometrial hyperplasia. Concomitant products included amlodipine, conlunett (ortho-novum), estradiol, hydrochlorothiazide (hydrochlorothiazid), norlestrin fe (junel fe), olopatadine, potassium chloride (klor-con) and vitron-c (vitron c). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she had total laparoscopic hysterectomy, bilateral salpingooophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, alopecia, vaginal haemorrhage and menorrhagia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms abortion spontaneous, menorrhagia most recent follow-up information incorporated above includes: on 18-jun-2018: information from pfs and mr. New reporter added. Patient¿s demographics added. Indication added. New events added: abnormal bleeding (vaginal, menorrhagia), did not undergo essure confirmation test incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage/ pregnancy (termination)"), pregnancy with contraceptive device ("miscarriage/ pregnancy (termination)") and genital haemorrhage ("abnormal bleeding") in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 5 (02 (B)(6) 1997, (B)(6) 2006.)), miscarriage in 2001 and ectopic pregnancy in 2005. Concurrent conditions included uterine fibroids, anemia, uterine leiomyoma, adenomyosis uteri and endometrial hyperplasia. Concomitant products included amlodipine, confluent (ortho-novum), estradiol, hydrochlorothiazide (hydrochlorothiazide), norlestrin fe (junel fe), olopatadine, potassium chloride (klor-con) and vitron-c (vitron c). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, 8 years 9 months after insertion of essure, the patient experienced uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), menstruation irregular ("irregular periods") and weight decreased ("stomach flat, lost weight"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she had total laparoscopic hysterectomy, bilateral oophorectomy,unilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, alopecia, uterine leiomyoma, menstruation irregular and weight decreased outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, genital haemorrhage, menorrhagia, menstruation irregular, pelvic pain, pregnancy with contraceptive device, uterine leiomyoma, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she had left fallopian tube removed in 2005 due to ectopic pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms abortion spontaneous, menorrhagia most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet (social media) received. Reporter information added. Event: stomach flat,lost weight was newly added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage/ pregnancy (termination)"), pregnancy with contraceptive device ("miscarriage/ pregnancy (termination)") and genital haemorrhage ("abnormal bleeding") in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 5 (02 ((B)(6) 1997, (B)(6) 2006.)), miscarriage in 2001 and ectopic pregnancy in 2005. Concurrent conditions included uterine fibroids, anemia, uterine leiomyoma, adenomyosis uteri and endometrial hyperplasia. Concomitant products included amlodipine, confluent (ortho-novum), estradiol, hydrochlorothiazide (hydrochlorothiazid), norlestrin fe (junel fe), olopatadine, potassium chloride (klor-con) and vitron-c (vitron c). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, 8 years 9 months after insertion of essure, the patient experienced uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss") and menstruation irregular ("irregular periods"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she had total laparoscopic hysterectomy, bilateral oophorectomy,unilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, alopecia, uterine leiomyoma and menstruation irregular outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, genital haemorrhage, menorrhagia, menstruation irregular, pelvic pain, pregnancy with contraceptive device, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: she had left fallopian tube removed in 2005 due to ectopic pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms abortion spontaneous, menorrhagia most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New reporters added and reporter information updated. Plaintiff demography added. Events menstruation irregular & uterine fibroid were added. Historical & concomitant drugs , concomitant and historical conditions added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy in 2005, miscarriage in 2001, multigravida, parity 5 (02 ((B)(6) 1997, (B)(6) 2006.)) And hypertension. Concurrent conditions included uterine fibroids, anemia, uterine leiomyoma, adenomyosis uteri and endometrial hyperplasia. Concomitant products included amlodipine, ascorbic acid, ascorbic acid;ferrous fumarate (vitron c), estradiol, ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe), hydrochlorothiazide (hydrochlorothiazid), mestranol;norethisterone (ortho novum), olopatadine and potassium chloride (klor-con). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced abortion spontaneous ("miscarriage/ I had a miscarriage right after essure implant"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have a pregnancy with contraceptive device ("miscarriage"). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids"), 8 years 9 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), alopecia ("hair loss"), menstruation irregular ("irregular periods"), anaemia ("I am anemic"), feeling abnormal ("brain fog"), memory impairment ("forgetful ") and bowel movement irregularity ("bowel movement irregularity"), was found to have weight decreased ("stomach flat, lost weight") and underwent oophorectomy ("oophorectomy"). The patient was treated with surgery (she had total laparoscopic hysterectomy, bilateral oophorectomy,unilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, alopecia, uterine leiomyoma, menstruation irregular, weight decreased, anaemia, feeling abnormal, memory impairment, bowel movement irregularity and oophorectomy outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, anaemia, bowel movement irregularity, feeling abnormal, genital haemorrhage, memory impairment, menorrhagia, menstruation irregular, oophorectomy, pelvic pain, pregnancy with contraceptive device, uterine leiomyoma, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she had left fallopian tube removed in 2005 due to ectopic pregnancy. Date(s) of insertion: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms abortion spontaneous, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received- new event oophorectomy was added. Reporters were added. On (B)(6) 2020: wrong source document. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and abortion spontaneous ('miscarriage/ I had a miscarriage right after essure implant') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy in 2005, miscarriage in 2001, multigravida, parity 5 (02 ((B)(6) 1997, (B)(6) 2006.)) And hypertension. Concurrent conditions included uterine fibroids, anemia, uterine leiomyoma, adenomyosis uteri and endometrial hyperplasia. Concomitant products included amlodipine, ascorbic acid, ascorbic acid;ferrous fumarate (vitron c), estradiol, ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe), hydrochlorothiazide (hydrochlorothiazid), mestranol;norethisterone (ortho novum), olopatadine and potassium chloride (klor-con). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced abortion spontaneous (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have a pregnancy with contraceptive device ("miscarriage"). On 21-dec-2016, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids"), 8 years 9 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), alopecia ("hair loss"), menstruation irregular ("irregular periods") and anaemia ("I am anemic") and was found to have weight decreased ("stomach flat, lost weight"). The patient was treated with surgery (she had total laparoscopic hysterectomy, bilateral oophorectomy,unilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, alopecia, uterine leiomyoma, menstruation irregular, weight decreased and anaemia outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, anaemia, genital haemorrhage, menorrhagia, menstruation irregular, pelvic pain, pregnancy with contraceptive device, uterine leiomyoma, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she had left fallopian tube removed in 2005 due to ectopic pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in august 2008: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms abortion spontaneous, menorrhagia most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event anemic was added. Events of pregnancy and genital hemorrhage downgraded to non-serious. Event of did not undergo essure confirmation test deleted. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy in 2005, miscarriage in 2001, multigravida, parity 5 (02 ((B)(6) 1997, (B)(6) 2006.)) And hypertension. Concurrent conditions included uterine fibroids, anemia, uterine leiomyoma, adenomyosis uteri and endometrial hyperplasia. Concomitant products included amlodipine, ascorbic acid, ascorbic acid;ferrous fumarate (vitron c), estradiol, ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe), hydrochlorothiazide (hydrochlorothiazid), mestranol;norethisterone (ortho novum), olopatadine and potassium chloride (klor-con). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced abortion spontaneous ("miscarriage/ I had a miscarriage right after essure implant"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have a pregnancy with contraceptive device ("miscarriage"). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids"), 8 years 9 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), alopecia ("hair loss"), menstruation irregular ("irregular periods"), anaemia ("I am anemic"), feeling abnormal ("brain fog"), memory impairment ("forgetful ") and bowel movement irregularity ("bowel movement irregularity") and was found to have weight decreased ("stomach flat, lost weight"). The patient was treated with surgery (she had total laparoscopic hysterectomy, bilateral oophorectomy,unilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, alopecia, uterine leiomyoma, menstruation irregular, weight decreased, anaemia, feeling abnormal, memory impairment and bowel movement irregularity outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, anaemia, bowel movement irregularity, feeling abnormal, genital haemorrhage, memory impairment, menorrhagia, menstruation irregular, pelvic pain, pregnancy with contraceptive device, uterine leiomyoma, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she had left fallopian tube removed in 2005 due to ectopic pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms abortion spontaneous, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received event "bowel movement irregularity" was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy in 2005, miscarriage in 2001, multigravida, parity 5 (02 (B)(6) 1997,(B)(6) 2006.)) And hypertension. Concurrent conditions included uterine fibroids, anemia, uterine leiomyoma, adenomyosis uteri and endometrial hyperplasia. Concomitant products included amlodipine, ascorbic acid, ascorbic acid;ferrous fumarate (vitron c), estradiol, ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe), hydrochlorothiazide (hydrochlorothiazide), mestranol;norethisterone (ortho novum), olopatadine and potassium chloride (klor-con). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced abortion spontaneous ("miscarriage/ I had a miscarriage right after essure implant"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have a pregnancy with contraceptive device ("miscarriage"). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids"), 8 years 9 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), alopecia ("hair loss"), menstruation irregular ("irregular periods"), anaemia ("I am anemic"), feeling abnormal ("brain fog") and memory impairment ("forgetful ") and was found to have weight decreased ("stomach flat, lost weight"). The patient was treated with surgery (she had total laparoscopic hysterectomy, bilateral oophorectomy,unilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, alopecia, uterine leiomyoma, menstruation irregular, weight decreased, anaemia, feeling abnormal and memory impairment outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, anaemia, feeling abnormal, genital haemorrhage, memory impairment, menorrhagia, menstruation irregular, pelvic pain, pregnancy with contraceptive device, uterine leiomyoma, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she had left fallopian tube removed in 2005 due to ectopic pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in august 2008: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms abortion spontaneous, menorrhagia most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media. Events " forgetful and feeling abnormal¿ was added. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("miscarriage") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage and alopecia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.